Event description:
Additional information was received from the patient. When asked the patient stated that the cause of the ins feeling like it was sideways was not determined. When asked about resolution they stated that they had not been contacted by anyone about their issue and it had not yet been resolved. They repeated that no one had contacted them about their problem when asked for cause and resolution regarding their communication and recharging issues. The cause was not determined. The issues had not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 rtg0501071 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that starting yesterday the patient was having issues charging their ins. The recharger kept connecting and disconnecting and the patient received an error where the power button turned red. The patient was able to connect to their implant and charge to 70% but then the recharger started beeping, it lost the connection and patient wasn't able to charge any further. Patient said they've always had an issue getting the recharger to make a secure connection to charge since implant, but they've never had the issue they start experiencing yesterday where they couldn't charge to 100%. Had patient perform hard reset on recharger and try to start a recharging session. Patient could connect briefly, but then the connection would be lost. Patient received a 1707 error code and 4100 error code when trying to connect. Had pa patient reposition recharger over ins, patient was laying down as they said they have to because they are overweight, patient placed recharger over a thin layer of clothing and placed it there with their hand, patient confirmed they were putting comfortable pressure on recharger over ins. Patient services specialist asked the patient if they were able to feel the ins easily and if they could feel all 4 sides of their implant and patient said they could feel the ins easily but could not feel all four side. Patient said the ins feels like it was sideways. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to check the ins placement and for in-person recharging assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.